Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the valor of the patient¿s driveline could be confirmed through the images provided by the account for review. It was reported that the patient was seen in the clinic on (B)(6) 2021 due to an issue from a wound vacuum on their driveline. The nurse reported that there was a cut in the valor approximately 1 cm from the exit site (see attached). The valor was intact under the skin. There were no active alarms or events seen in the patient¿s history. The doctor was present and approved the application of rescue tape. The wound vac has been discontinued and the patient will not proceed with a regular dressing. The patient was instructed to call the vad team if any alarms occurred. The submitted photographs showed a tear in the valor about 1 cm from the exit site. An additional photo showed the taping that was performed to repair this tear. Gauze were also taped at the exit site. The submitted log file showed an lcd fault was captured on (B)(6) 2021. The pump operated above the low speed limit for the duration of the log file. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas IFU and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic due to issues from a wound vacuum on the driveline. The nurse reported a cut in the valor about 1 cm from the exit site. There was rescue tape applied to this area of the driveline. There were no alarms associated with this event.